Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to insert a 13.2mm vticmo13.2 implantable collamer lens, -10.0/+2.0/080 diopter, in the patient's left eye (os) but the lens tore during injection into the eye. The lens was exchanged for another same model lens on (B)(6) 2016 with no apparent injury.

Manufacturer narrative:
Additional data: work order search: no similar complaints were reported for units within the same lot. Device evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found haptic torn/broken/bent/deformed. (B)(4).